Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported that the unit had a low vent, low minimum vent, and low leak alarm while being used with a test lung. The customer reported that there was no patient involvement at the time the issue was discovered. Customer service (cs) confirmed the whisper swivel is in line with the test lung. Cs (customer service) recommended performing performance verification testing (pvt).

Manufacturer narrative:
G4:23jul2020. B4:04dec2020 . Customer evaluated unit and found flow sensors faulty. Customer replaced the unit's data acquisition (da) board to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.